Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. The patient was programmed at their post op appointment on (B)(6) 2018 and they were receiving adequate coverage. On the day prior to the report, the patient reported that the stimulation ¿switched sides¿ and they were asked to meet with the rep for reprogramming. The contributing factors that led to the stimulation change were unknown. For troubleshooting, the patient¿s device was reprogramed on (B)(6) 2018 and the issues resolved. Surgical intervention did not occur and it was not planned. There were no further complications reported or anticipated.